Event description:
Slight paralysis was detected in the pt's left hand fingers following a carotid stenting procedure. The pt was treated with argatroban and edaravone. A lacunar infarction was found by MRI. The pt is a male. The target vessel was carotid artery (side unknown). The characteristics of the vessel are unknown. Medications give prior to and during the procedure were not provided. It is unknown if the lesion was pre-dilated. There was no difficulty positioning the angioguard device in the lesion or placing the precise stent in the lesion. It is unknown if the stent was post-dilated. It is unknown if the pt had shown any symptoms of stroke during the procedure. The info states that the pt was neurologically intact when he was taken from the angio suite. The physicians theory as to what may have happened notes "as the pt had a complete stenosis in the contralateral inner carotid artery, the adverse events might have caused thrombus to form during the carotid stenting procedure and also depressed hemodynamics in fluid circulation." The pt was discharged from the hosp in 2008. By the following month, the pt had fully recovered.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.